Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device <qrb> additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7075965. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7075987. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7075938. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a lead repositioning procedure during which the right-sided sacral lead was repositioned because it had migrated upwards around the fifth lumbar vertebral level. The lead migration was confirmed via x-ray imaging. The correlating serial number of the migrated lead was unable to be determined. The patient was recovering well postoperatively.